Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high voltage lead impedance out of range was alerted when no out of range measurement was found.